Event description:
It was reported the intellivue multi-measurement module x3 displayed a speaker malfunction error message. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer received trouble shooting assistance from a remote support engineer (rse) and it was confirmed that the device had no audio. The customer was provided with the speaker assembly part ID. Customer is taking responsibility for repairing the device. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with the replacement part ID number. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.